Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 313 mg/dl. Troubleshooting was initiated and the customer was able to perform a 5.0 unit fixed prime without incident. The customer rewound the insulin pump and performed a manual prime successfully. The customer was advised that the insulin pump was working as designed, and the no delivery alarm was caused by an infusion set/reservoir occlusion. The insulin pump and reservoir was not returned for analysis.